Manufacturer narrative:
Method: the sample will not be returned for evaluation and investigation. Results: a DHR process cannot be performed without a lot number. Conclusions: it was reported that the sample will not be returned, no further conclusion can be drawn. If additional info pertinent to this event becomes available, I-flow will submit a follow-up report. Info from this incident has been included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: ropivacaine 0.2%; fill volume: na/ flow rate: na; procedure: catheter insertion; cathplace: catheter was tunneled at peri-spinal/intercostal ares. (B)(4). Doctor reported a surgical site wound infection with an on-q pump. Pt had multiple rib fractures. An on-q silerversoaker catheter was tunneled at peri-spinal/intercostal areas. It was unknown when the catheter was removed. The pt needed to be returned to the operating room for incision and drainage of the wound. Pt is fine, no complications at this point. The nurse practitioner supplied lot info for the catheter and tunneler, but the hospital's central supply department is unable to verify that these are the lot numbers used on this pt.